Event description:
It was reported the pt underwent a percutaneous procedure, followed by deployment of an angio-seal device at the arteriotomy site. Approximately one month post deployment, the pt presented to the hosp and was diagnosed with a staph infection in the right leg. The pt was reportedly mentally compromised and had picked at the right groin puncture site. The pt underwent amputation as a result of the infection.